Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. A supply change was performed resolving the occlusion alarm. The customer's blood glucose (bg) level was 333mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support (cts) educated the customer in regards to checking the bolus history in order to find out how much of the original bolus was delivered prior to the occlusion alarm stopping insulin deliveries. The customer expressed concern over their bg level remaining elevated, although the correction bolus had been delivered only moments ago. Cts offered a follow-up call to ensure the customer's bg level decreased and the customer declined the follow-up.